Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2012: the patient was presented with so he underwent following operation : l5-s1 bilateral facetectomy; l4 laminectoy; l4-l5 posterior lumbar interbody fusion; l5-s1 posterior lumbar interbody fusion; l4-l5 posterolateral arthrodesis; l5-s1 posterolateral arthrodesis; l4 s1 internal fixation with innovasis spinal rod system; utilization of the staxx interbody fusion biomechanical device bilaterally at l5-s1 and in the midline at l4-l5; harvest of local bone graft; utilization of bmp in posterolateral fusion mass. As per op notes ¿..the vertebral bodies were compressed over the interbody fusion devices before the final tightening was completed. Lateral mass and transverse processes were decorticated and the harvested bone graft along with bmp were placed in these areas ¿.¿ on an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.